Manufacturer narrative:
Nothing is being returned for evaluation, device retained by user facility. No lot has been identified which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. However, we believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit rub against inner surface of the bent drill guide causing some metal to shave off the drill guide, the reported condition was then duplicated. This phenomenon has been the subject of a long and considerable study. At this point in time, no further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep is reporting his customer reported to him two of their lupine drill bits produced metal shavings in a shoulder procedure on (B)(6) 2010. The surgeon used suction to retrieve the shavings with no pt consequences. The devices were disposed of at the facility.